Event description:
The pt was hospitalized after they had an episode of hyperglycaemia allegedly due to continuous blockage detected alarms. It was stated that the pt changed out the insulin cartridge, administration set and injection site multiple times with no success. Blood sugar elevated became elevated for which the pt was hospitalized. Pt's family believes there may be something wrong with the pump and would like it evaluated.